Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, right before using, the needles detaches from the strands. Additional suture was used without an issue.